Event description:
A surgeon reported that the arcuate incision perforated the cornea. The wound was self-sealing and did not require any sutures.

Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. The clinical group reviewed the oct images and indicated that no system error was produced during the procedure, and that the likely root cause of the issue was pt anatomy. The likely root cause is of the reported event is related to the pt's anatomy. (B)(4).